Manufacturer narrative:
Investigation summary: three representative samples were received for evaluation by our quality team. Upon visual inspection of the samples received, there were no deformation or damaged observed on the eclipse hub and safety shield and there was no breakage observed on the safety lock pin. Additional testing (hub hook breakage, safety shield fall off/break off, and activation/locking force) were performed and all samples passed inspection. Based on the visual inspection and testing the reported failure could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause could not be determined.

Event description:
Material no.: 305787 , batch no.: 8082132. It was reported that during use of the syringe 3ml ll w/ndl eclipse 25x1 rb the safety mechanism bent to the side resulting in a needle stick to the user. Blood work was done to test for bloodborne pathogens. The following information was provided by the initial reporter: incident happened in room 6 in our office. User was wearing gloves as ppe. The user administered a flu vaccine to the patient. User attempted to activate the safety mechanism of the syringe. Instead of closing the needle, the safety mechanism turned to the side resulting to a puncture on the user's left palm.

Manufacturer narrative:
PMA / 510(k)#: k980987(syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 305787 batch no.: 8082132. It was reported that during use of the syringe 3ml ll w/ndl eclipse 25x1 rb the safety mechanism bent to the side resulting in a needle stick to the user. Blood work was done to test for bloodborne pathogens. The following information was provided by the initial reporter: incident happened in room 6 in our office. User was wearing gloves as ppe. The user administered a flu vaccine to the patient. User attempted to activate the safety mechanism of the syringe. Instead of closing the needle, the safety mechanism turned to the side resulting to a puncture on the user's left palm.